Event description:
The complaint/event involved a 7" smallbore ext set w/clamp, rotating luer that reportedly detached from the IV (intravenous) line and leaked during a baby's infusion. The reporter stated that the baby was placed into hold at 1600h with his mother. The lines were clamped to his mom's gown, with plenty of slack. At 1800h, while preparing to move the baby back to bed, the clinician noticed wetness near the peripherally inserted central catheter (PICC) site. It was further observed that the PICC hub was open to air, and the extension set (between the PICC and neutron) had fully detached from the line. No harm or adverse event was reported with respect to this complaint/event.

Manufacturer narrative:
The reported complaint of air in line could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot number was provided for a device history record lot review.